Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device switched off during ECG. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h10 and/of h11 of supplemental medwatch report 001 indicates: physio-control performed an initial evaluation on the customer's device and verified the reported issue. Section h10 and/of h11 of supplemental medwatch report 001 should indicate: physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control further evaluated the customers device and the reported issue could not be verified in a review of the downloaded electronic records. There was no indication of an unexpected loss of power on the reported event date. Physio replaced the device's system pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause for the event code and the unexpected power off could not be determined. Field action number 301587611/18/2019-001c is relevant to the device concerned with the reported issue and the keypad has been replaced accordingly.

Event description:
The customer contacted physio-control to report that their device switched off during ECG. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.